Event description:
It is reported that in 2008, the sales agent reported that two packages were missing the plate and locking screw. To finish the procedure, the surgeon opened another articular surface package and used the locking screws and plates within that package.

Manufacturer narrative:
Other device used: catalog #00596204117, nexgen complete knee solution legacy knee-posterior stabilized prolong highly crosslinked polyethylene lps-flex articular surface, lot #60756647. Eval summary: no prod or packaging material was returned for eval. Both reported lots were mfg approx 6 months apart and were fully distributed without further reports of this kind. It is possible that the components may have been discarded in the field. Cause cannot be definitively determined. Eval results: no prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.